Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a cartridge alarm occurred during the load sequence with a cartridge. Customer¿s blood glucose level was 115-150 mg/dl. Reportedly, the cartridge had been loaded with 220 units of insulin. Customer loaded a new cartridge to address the event and reverted to an alternate method of insulin therapy.